Manufacturer narrative:
Date of event: unknown, not provided. Serial(s) #: unknown, not provided. Expiration date(s), completed catalog #'s and unique identifiers (UDI#): unknown, because the serial numbers were not provided. If implanted, give date: unknown if the lenses were implanted. If explanted, give date: unknown if the lenses were implanted and unknown if explanted. Device manufacture date(s): unknown, because the serial numbers were not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon felt like he had intraocular lenses (unknown quantities), model pcb00, coming out with the trailing haptic kinked, but not broken off. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lenses (iols) were not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial numbers were not provided therefore the manufacturing records for the intraocular lenses could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.